Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported the balloon ruptured. The 90% stenosed, moderately tortuous, moderately calcified target lesion was located in the left anterior descending(lad). A 3.50mm x 12mm emerge balloon was advanced for dilation. However, during the fourth dilation at 12 atmospheres,the balloon ruptured. The procedure was completed with different device. There were no complications or patient injury reported.